Event description:
The customer reported clear fluid leaked from the coulter lh 750 hematology analyzer. The customer was unable to determine the volume and source of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the telephone. The customer discovered a disconnected vent tubing at the needle and proceeded to reattach the tubing to resolve the leak. The customer verified that no further leaks were observed. A beckman coulter fse was not dispatched for this event as the customer was able to resolve the issue. (B)(4).